Event description:
It was reported that during a ptca procedure, the distal tip of the wire separated inside the pt. Several attempts at retrieval were unsucessful. The tip remains in the pt. Pt status is listed as "ok".